Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Nausea stomach [nausea] other (tampon) part was still lodged - vagina [foreign body in reproductive tract] in the attempt to remove the tampon. String alone was removed. Other part was still lodged [complication of device removal] tampon became undone while in use...string alone was removed [device breakage]. Case narrative: consumer reported via email that the tampon string alone was removed. No serious injury was reported.